Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in united kingdom. D11: catalog number:010000700 lot number: 3395124 brand name:g7 bonemaster ltd. Catalog number:010000846 lot number: 3464197 brand name:g7 neutral e1 liner. Catalog number:51-199334 lot number:unknown brand name:sirius hip stem 34-c. Catalog number:51-199300 lot number: unknown brand name: sirius winged centralizer. As the product has not been received (remains implanted), the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1similar complaint reported with the item.no trends identified. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the event reports pain, decrease adl (activities of daily living), limp, length discrepancy. Risk management report documents the estimated residual risk associated with the reported event. The details of the reported event state that no intervention has been reported to date. However, the reported event states pain. In the risk file, pain is considered harm with a severity level of 3 for a number of hazards defined as moderate, which is described in the severity table as: 3: moderate prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The reported event also states length discrepancy. In the above risk file, limb length discrepancy is considered a harm on with a severity score of 3 defined as 3: moderate. The outcome of this complaint is considered to be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to the event date, being (B)(6) 2019. For the harm of pain: - sales ((B)(6) 2016 to (B)(6) 2019) = (B)(4) units. - complaints search was conducted for events occurring between (B)(6) 2016 to (B)(6) 2019 for item 650-1163. - two complaints were identified for this item number including (B)(4). (B)(4). - the root cause of the above complaint (pain) has not been determined, therefore a specific hazard cannot be selected. As a hazard cannot be selected, the occurrence score for one hazard cannot be attributed to all events, and therefore cannot be used for comparison. For the harm of limb length discrepancy: - sales ((B)(6) 2016 to (B)(6) 2019) = (B)(4) units. - complaints search was conducted for events occurring between (B)(6) 2016 to (B)(6) 2019 for item 650-1163. - no other complaints were identified for this item number other than (B)(4). (B)(4). Corrective action taken: no corrective action required at this time. Preventive action taken: no preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient reported moderate pain, a new onset slight limp, some limitations with adls, and decrease in overall satisfaction and health state scores approximately 3 years post implantation. No revision has been reported to date. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Initial report. Foreign report source: (B)(6). Catalog number:010000700 lot number: 3395124 brand name:g7 bonemaster ltd. Catalog number:010000846 lot number: 3464197 brand name:g7 neutral e1 liner. Catalog number:51-199334 lot number:unknown brand name:sirius hip stem 34-c. Catalog number:51-199300 lot number: unknown brand name: sirius winged centralizer. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted.

Event description:
It was reported that the patient reported moderate pain, a new onset slight limp, some limitations with adls, and decrease in overall satisfaction and health state scores approximately 3 years post implantation. No revision has been reported to date. Additional information on the reported event is unavailable.